Event description:
It was reported that a monofocal intraocular lens (iol) was found to have one haptic broken off after it was placed in the eye. The iol was removed and replaced in the same procedure. Account indicated that the haptic was in front of the lens itself. The iol was removed with a lens cutter and retinal forceps, along with the haptic. The procedure was completed successfully using the same model lens. There was no injury reported. No surgical and medical interventions were required. No post-operative issues were reported. The product is not returning. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.